Event description:
It was reported that during service and repair pre-testing the motor device had a "missing connector cap, cable, loose set screws and high temperature". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation without an alleged deficiency. (B)(4) evaluated the device and observed that the device had a missing connector cap, loose set screws and high temperature. A visual and function assessment was performed and it was observed that the device failed to meet specifications. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.